Event description:
Tech completed one film; upon taking another, camera retracted to the limit. While patient was on table; tech rebooted camera. Camera moved by itself and scraped elbow of patient. Pinhole collimator was installed at the time of the incident. Patient taken to emergency room.